Event description:
In 1/2002, the pt was seen for eval of the right postauricular skin breakdown and chronic infection. The augmentin that the pt was prescribed was not tolerated by the pt and was subsequently discontinued. The surgeon prescribed hyperbaric oxygen therapy in preparation for revision surgery. Surgery was scheduled. In 2002, during revision surgery, the decision was made to explant the pt's c1 device due to device damage caused during difficult dissection of regional flap placement. The pt was reimplanted with another advanced bionics cochlear implant.